Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure, the tip of harmonic dissecting hook broke off, fortunately did not fall into the incision. Retrieved from sterile field. There was no adverse consequence to the patient.